Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00475, 9616099-2011-00476, and 1016427-2011-00068. As reported by the (B)(4) study, the patient experienced a transient ischemic attack (tia) during removal of the angioguard. The lesion was described as 72% stenosed, 5mm in length, non-thrombosed, arch type I, with no calcification. The reference vessel was 4.9mm in diameter and mildly tortuous. A 6mm angioguard rx was successfully deployed beyond the target lesion and the lesion was pre-dilated with an aviator + balloon catheter. A precise pro rx stent was successfully implanted. During removal of the angioguard rx, the patient experienced neurological deficit described as left-sided hemiparesis. The patient was diagnosed with a tia and treatment included 5mg of intra-arterial tissue plasminogen activator (tpa). The tia immediately resolved post tpa without residuals. The tia occurred in the right hemisphere and symptoms occurred in the left arm. The angioguard was removed with no debris noted in the basket. The patient left the angiography suite without deficit. According to the investigator, the event was not related to cordis product. (B)(4) note: lake region lot number 01427642 which is cordis lot number 70910522. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427642. This packaging lot contained 185 units, which were shipped from lake region medical on november 1, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15144480 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15226683 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00475, 9616099-2011-00476, and 1016427-2011-00068. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15226683 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot.

Event description:
As reported by the (B)(4) study, the patient experienced a transient ischemic attack (tia) during removal of the angioguard rx. The target lesion was located in the right internal carotid artery (ica). The patient did not have any known allergies to nitinol, nickel, or titanium. The symptoms experienced by the patient prior to the index procedure was described as dizziness and cloudy vision for three to four months. A 6fr shuttle sheath was used. There was a tight seal between the stent delivery system and the tuohy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. The user aspirated prior to contrast injections. The lesion was described as 72% stenosed, 5mm in length, non-thrombosed, arch type I, with no calcification. The reference vessel was 4.9mm in diameter and mildly tortuous. A 6mm angioguard rx was successfully deployed beyond the target lesion and the lesion was pre-dilated with an aviator + balloon catheter. A 9x30mm precise pro rx stent and a 10x20mm precise pro rx stent were successfully implanted. During removal of the angioguard rx, the patient experienced neurological deficit described as left-sided hemiparesis. There was no hemineglect, hemiataxia, or visual field loss. The patient was diagnosed with a tia and treatment included 5mg of intra-arterial tissue plasminogen activator (tpa) via the shuttle sheath into the right common carotid artery. The tia immediately resolved post tpa without residuals. The tia occurred in the right hemisphere. The symptoms occurred with the left arm. The angioguard was removed with no debris noted in the basket. The precise stents were not post-dilated. There was no thrombus post-stent deployment. No carotid endarterectomy was done. The patient left the angiography suite without deficit. According to the investigator, the event was not related to cordis product. The event was related to the index procedure.